Event description:
A falsely decreased architect ca 19-9xr assay result was generated on one patient sample. The customer states that one patient sample generated an initial architect ca 19-9xr assay result of 130.7 u/ml on the architect i1000sr analyzer. The sample was retested and generated a result of 26.9 u/ml. A third test of the sample generated a result of 131 u/ml. The sample was then recentrifuged and retested and generated a result of 130 u/ml. The sample was then diluted and retested with a final result of 120 u/ml. A review of the analyzer's instrument logs found no abnormal readings. There are no previous results available for this patient. No suspect results were reported from the lab. There is no impact to patient management reported.

Manufacturer narrative:
In reviewing details from the customer's call, an aspiration error had occurred on the sample prior to the abnormal result generated on the architect i1000sr analyzer, suggesting that the probe was dirty. The probe was cleaned and calibrated and the customer reported no further occurrence of any discrepant ca 19-9xr assay results. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual (ln96211-112) contains information to address the customer's current issue. Based upon the available information and current evaluation, a deficiency of the system was not identified.

Manufacturer narrative:
An investigation is in process. A follow-up report will be submitted when the investigation is complete. (B)(4).